Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative (B)(6). Device is an instrument and is not implanted/explanted. The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. A product development investigation was performed for the subject device (impactor f/pfna blade, part number 03.010.410, lot number 2720818). The subject device was received broken at the laser welding area between the head plate and the shaft. The handle was received disassembled and partially dirty. The impactor shows heavy use with numerous heavy hammer blow marks on the top of the device and on the handle. Per the pfna technique guide, the blade should be inserted by apply gentle blows with the hammer. The complaint condition is confirmed. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: may 16, 2011. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the provided information, it is unknown when or how the complaint condition occurred. A root cause could not be definitively determined. Based on the overall condition of the impactor it is likely that excessively heavy hammer blows to the impactor have caused fatigue over the time resulting in the breakage of the welding seam and the handle. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was initially reported that the screwdriver for the proximal femoral nail antirotation (pfna) screw handle was mismatched. This event was initially determined to be non-reportable. Additional information was received on september 26, 2016 reporting that the event occurred during surgery; however, did not result in surgical delay or patient harm. The complaint device, an impactor, not a screwdriver, was returned to the synthes manufacturer and during the investigation on october 24, 2016, it was determined that the welding seam of the impactor was broken. The event was re-evaluated and was determined to be reportable. This report is 1 of 1 for (B)(4).